Event description:
It was reported that the adm inserter would not engage. It was reported that the threads on the inserter rod would not engage the nut.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.